Event description:
Additional information was received from the patient. They reported that they found a healthcare provider (hcp) who will be replacing their implantable neurostimulator (ins). Patient stated it falls to the side, but it still works. The device is hurting them. The hcp will make the pocket higher in their chest since it is in their breast tissue. When asked for the model number of the device, patient stated it is a boston scientific device. When asked if this rechargeable battery was the same battery that was messed up by the mammogram and the one falls to the side patient stated it was. This event is no longer a reportable event. MDR decision corrected too not reportable.

Manufacturer narrative:
H.11: review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they have a device that they got in the early 2000s and the last time it was serviced was in (B)(6) 2007 in a different country. Patient stated they put in a rechargeable battery in their chest and it has been working fine up until 2 years ago. Patient stated that they are wanting the device removed and are needing a healthcare provider (hcp) that could assist with this. Patient also mentioned that it is hurting in their chest from having the device messed up twice when they had a mammogram done. Caller stated that they were a trial patient when this was done. The patient was redirected to their healthcare provider to further address the issue.